Event description:
It was reported that the patient experienced intermittent stimulation and overstimulation. It was noted that actions required as a result of this event were reprogramming. It was noted that x-rays were performed. It was noted that the patient was in a moving vehicle accident on the day prior to report. It was noted that after the accident the patient had shocking sensations when he moved. It was noted that the manufacturing representative was able to recreate this by moving the implantable neurostimulator (ins) around under the skin with the patient's current programming. It was noted that the manufacturing representative reprogrammed the patient in a different location than he currently had active electrodes and was able to resolve the problem. It was noted that the patient left with good stimulation and was pleased. It was noted that the patient's status at the time of report was alive with injury. It was noted that the patient was a little sore over his ins on the day of report. It was further noted that there were no other complaints after the patient's moving vehicle accident yesterday. It was noted that the patient was receiving less than 50 percent therapy relief. It was further noted that the location of the issue or symptom was device pocket. It was noted that electrode 14 which was the second to most proximal of the octad lead placed epidural was greater than 10,000. It was further noted that all other electrodes were within normal ranges.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3888-45, lot# va034q2, implanted: (B)(6) 2013: product type: lead. Product ID: 3888-33, lot# va03vn6, implanted (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. Product ID: 3888-45, lot# va034q2, explanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va03vn6, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Follow up information received confirmed that the patient was rear ended by a semi-truck in (B)(6). It was noted that prior to the accident the patient was getting great therapeutic relief from their implantable neurostimulator (ins). It was also noted the exact cause of the patient's issue was undetermined. Diagnostic testing performed included impedance testing (high impedances found), x-rays (results not provided), and reprogramming. The ins system was subsequently explanted and replaced. The patient status was reported as "alive - no injury". If additional information is received, a follow up report will be sent.